Event description:
Dealer states the plastic piece at the bottom broke off of the crutch. In speaking with the reporter it was learned that the user was unharmed. No further information was provided. Crutches were replaced. Please note any further information received will be filed in a follow up report.